Manufacturer narrative:
Correction: in follow-up no 1 of manufacturer report number 2938836-2018-08165 - new information received notes that the lead dislodgements were discovered during routine follow-up in clinic when increased capture threshold was observed on both leads. Chest x-ray revealed that the one of the lead (unspecified) was perforating the apex. Additional intervention to treat the perforation was not required after leads explant. Patient was stable before, during and after the procedure.

Event description:
New information received notes that the lead dislodgements were discovered during routine follow-up in clinic when increased capture threshold was observed on both leads. Chest x-ray revealed that the one of the lead (unspecified) was perforating the apex. Additional intervention to treat the perforation was not required after leads explant. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both right ventricular and left ventricular leads were explanted and replaced due to dislodgement. No additional information was provided.

Manufacturer narrative:
Date of event should have been (B)(6) 2018 instead of (B)(6) 2018.

Event description:
New information received notes that the lead dislodgements were discovered during routine follow-up in clinic when increased capture threshold was observed on both leads. Chest x-ray revealed that the one of the lead (unspecified) was perforating the apex. Additional intervention to treat the perforation was not required after leads explant.